Event description:
It was reported by the customer that a pyxis medstation es system drawer 5 failed to open during a procedure. The customer added that users were able to get the required medication from a different anesthesia station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer's communication cable was loosely connected, causing the malfunction. The cable was reconnected and secured to resolve. The system functioned as intended.

Manufacturer narrative:
The follo. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 06-dec-2021 to 06- dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer's communication cable was loosely connected, causing the malfunction. A field service engineer reconnected the communication cable and secured it to resolve the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 5 failed to open during a procedure. The customer added that users were able to get the required medication from a different anesthesia station. There were no adverse events or injuries reported based on this event.